Event description:
(B)(4). Event occurred in the united states. The patient reported that she woke up on the day of this report with blood glucose level at 445 mg/dl and when she was about to change the infusion set while sitting, the tubing detached from the tubing connector. The patient was on vacation and she injected insulin manually to treat her blood glucose level. Reportedly, the infusions were stored at home. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. At the time of this report, patient's blood glucose level was 110 mg/dl. No further information available.